Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿came to sco with no note.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the right iui connector was corroded, and the front door was cracked, so I replaced them both. Some of the segments on the top row of the display were going out, so I replaced the display board as well. The pressure sensors were reading in the correct voltage range, but they were in an older style, and the error log showed repeated errors, so I replaced them both. I recalibrated the unit, and ran it through all of its pm tests, with no other issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿